Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k it was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "during its inspection of analyzers at the facility using a bd tube (cat#367846), a great amount of debris from the bd tube stoppers was found to be scattering into the analyzers."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective stopper molding was observed. 100 retention samples were visually evaluated and the indicated failure mode was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. The root cause could not be determined to be related to bd's stopper manufacturing process as no gray stopper material changes have been made within the past year.

Event description:
It was reported when using the bd vacutainer® edta 2k it was difficult/unable to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: "during its inspection of analyzers at the facility using a bd tube (cat#367846), a great amount of debris from the bd tube stoppers was found to be scattering into the analyzers."